Event description:
Customer reported that the needle tip broke. The tip was retrieved from tissue.

Manufacturer narrative:
H-6 conclusion code: the product upon which this medwatch is based is anticipated. Once the product is received any further information derived from the evaluation will be submitted in a supplemental 3500a form.